Event description:
It was reported that after completion of the case, the surgeon was attempting to unscrew the first bone pin in the tibia when it broke. The pin was able to be removed with a second pin driver. No patient harm reported.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was returned for evaluation but discarded. Visual inspection of the returned material was performed revealed that the head of the screw (the connection end) had been bent prior to breaking. When the head bent, the material reached its yield point and was significantly weakened, allowing it to be broken off by the torque of the drill and the resistance of the bone. This failure mode is identified within the risk assessment. A review of the device history records (DHR) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio system for unicondylar knee replacement (ukr) user's manual released at the time of the complaint provides detailed instructions for placing the bone pins and tracker arrays. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the user bending the pin head causing the material to reach its yield point and becoming significantly weakened. This allowed it to be broken off by the torque of the drill and the resistance of the bone. Bending of the screw head is most commonly done by allowing the weight of the drill to fall while attached to the screw. The combination of the pin driver and center of mass of the drill create a high enough moment to bend the screw.